Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good condition. The device was visually inspected and no missing pieces were observed from the sealing components. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good condition. The device was visually inspected and no missing pieces were observed from the sealing components. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h91n85 expiration date: 06/2016 manufacturing date: 07/2011 (B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the plastic piece from the sleeve fell into the situs, could be removed. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.